Event description:
It was reported that when (1) device was used during an unknown procedure, the device jammed when a reload cartridge was placed in the instrument. No more details were available. There was no consequence to the pt.